Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt expired on (B)(6) 2014. The cause of expiration was noted as "neurological dysfunction". No further information has been provided at this time.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.